Event description:
It was reported that the patient with this implantable cardioverter defibrillator received two inappropriate anti-tachycardia pacing (atp) and ten inappropriate shocks due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) provided a review of the reports. This device remains in service. No additional adverse patient effects were reported.